Event description:
The customer reported filtering issues with 12 units of whole blood. As a consequence, after centrifugation, hemolysis was noted in the plasma. There was not a transfusion recipient or patient involved at the time of the whole blood processing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for evaluation at this time. This report is being filed due to a device malfunction with a similar product that has the potential for injury.

Manufacturer narrative:
Investigation: per the customer, 5 filters were filled with blood, but no blood was able to flow through them; 4 filters were filled with blood, but only part of the blood filtered through; 3 filtered blood for 30 minutes. The set was not returned for investigation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested with no abnormalities noted. The manufacturing records were reviewed with no issues noted. Root cause: the device was not returned for root cause analysis. A definitive root cause could not be determined. The incident is possibly related to occlusion during filtration. Other possible causes of hemolysis include:- characteristics of blood, e.g. Blood fragility- bacterial contamination- excessive cooling- filter clogging.